Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient required external rescue during the implant procedure for this subcutaneous implantable cardioverter defibrillator (sicd). Undersensing occurred during the first two attempts to convert the induced ventricular fibrillation (vf). An x-ray identified the device was positioned too inferior. The physician re-opened the pocket and repositioned the device. The third rescue attempt was successful, and the procedure was completed without further incident. No adverse patient effects were reported.